Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed due to no sample returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." 2120 = "l" 2682 = "nl" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly experienced a urinary tract infection that lasted for several months as a result of using the device. The patient was allegedly prescribed penicillin and two other unknown antibiotics to treat the infection.